Event description:
It was reported, "the packaging was open upon receipt" of the catheter introducer sheath. The device was not used.

Manufacturer narrative:
At the time of this report a device investigation has been started but not yet completed. Once the investigation is completed, a follow-up MDR will be submitted.